Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the battery corroded inside the insulin pump and requested it to be replaced. Customer stated that the insulin pump turned off and when she tried to changed the battery she noticed the corrosion. Customer has an extra insulin pump that broke and she forgot to return. Blood glucose value is unknown. Nothing further reported.